Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found the breath delivery (bd) central processing unit (cpu) failed. The se replaced the bd cpu and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that an 840 ventilator had a constant alarm. There was no patient involvement.